Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver (nd) instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that the 8mm large suturecut needle driver instrument had a broken/loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was first identified in central processing.